Manufacturer narrative:
This lead has been surgically abandoned, and therefore it will not be returned to boston scientific. Without a returned lead, it is not possible to conduct technical analysis and determine how the lead may have caused or contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, this right ventricular (rv) lead was connected to the replacement device and exhibited a high out of range shock impedance measurement when it was tested. An inefficient 0.1j shock was sent to measure the shock impedance and it measured 89 ohms. An induction test was performed and two shocks at 31j and 41j were delivered but they did not convert the arrhythmia and an external shock was delivered to the patient, which converted the arrhythmia. The programmer displayed an error code that signified a shock had been delivered into an open condition. This lead was surgically abandoned and a new device was implanted. No adverse patient effects were reported.